Event description:
See initial report.

Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 1700 analyzer generating erratic results for one patient. The initial run produced a wbc=7.7 k/ul and hgb=8.3 g/dl. The sample was repeated two more times using the same analyzer yielding wbc=13.4 k/ul, 7.0 k/ul and hgb-12.4 g/ul, 14.6 g/dl. No patient results were reported and there was no impact to patient management reported.